Event description:
It was reported that there are seeing generator errors, causing the patient to be re-exposed. It was determined that the inverter and multiplier need to be replaced. Once this was done, the system is working as intended.